Event description:
Rotational atherectomy procedure produced a hemorrhagic lesion of the ostial right coronary artery. Upon awakening, the pt experienced moderate chest pain. Blood pressure dropped with electrocardiogram abnormalities noted. Cardiovascular surgeon was called and the operating room notified. Surgical invervention was delayed due to concurrent open heart cases. Pt was transferred to intensive care unit with poor prognosis. Pt expired on march 10.